Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pulse generator exchange, the left ventricular lead exhibited high capture threshold. The lead was removed and replaced during this procedure. The patient was stable post-procedure.

Manufacturer narrative:
A partial distal portion of the lead measuring 56.5 cm was returned for analysis. The damage found was sustained during surgical procedure. No other anomalies were found.